Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired, which is alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.